Event description:
The customer reported that all of there telemetry system was not working hospital wide. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips technical consultant (tc) talked to the customer to troubleshoot the issue. The tc found that the network was down due to a switch that was powered off on floor four. The reported issue was confirmed; the customers telemetry devices were down hospital wide due to a switch being down. The customer was able to return power to the switch which resolved the issue after some guidance from the tc. The device remains on site and in use.